Event description:
Additional information received from the hcp reported that the cause of the event was improper lead placement. It was reported that the patient recovered without sequela.

Event description:
The patient was initially implanted with a 37702 neurostimulator (B)(4) and two 3777-60 percutaneous leads (B)(4) for groin and leg pain. (See MFR. Rep. # 3004209178-2012-01409). Following the implant, the patient stated that the pain coverage was "not like the trial." He scheduled a reprogramming session, and the day of the appointment he stated that his coverage was better. Three weeks later, the patient scheduled another reprogramming session, and felt that it was "nothing like the trial." X-rays were ordered, but the results were unknown. The patient continued trying to coordinate an appointment with his hcp. On (B)(6) 2012, the patient's thoracic percutaneous lead (B)(4) was removed. At the same time, the patient was implanted with a new 37702 neurostimulator (B)(4) and a 39565-65 paddle lead (B)(4). The original 37702 neurostimulator and the other percutaneous lead (B)(4) were left in place as the patient was getting some groin-related pain relief. Post-implant results with the paddle lead were so good that the patient decided to have the original 37702 neurostimulator and remaining percutaneous lead removed. Before a surgery could be scheduled, the patient experienced new pain in the back. Reprogramming was attempted, but the paddle lead was not at the right location to provide relief. On (B)(6), the patient underwent a procedure to remove his original 37702 and remaining percutaneous lead. During the procedure, the hcp noticed that the percutaneous lead appeared to be placed intradurally. It was unclear if this was the original placement of the lead, or if migration had occurred. The lead and neurostimulator were removed. On (B)(6), the patient went to the ER and presented with a csf leak. The patient was taken to the operating room for re-exploration to try and determine the location of the leak. The hcp placed a lumbar drain, and planned to keep the patient hospitalized for 3-4 days. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Continued from concomitant medical products: neurostimulator model 37702 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; anchor model 3550-39 lot# n299260 implanted: (B)(6) 2011 explanted: (B)(6) 2012; programmer model 37743 serial# (B)(4); lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; adaptor model 3550-29 lot# n282209 implanted: (B)(6) 2012 explanted: na; adaptor model 3550-29 lot# unknown implanted: unknown explanted: unknown; anchor model 3550-39 lot# unknown implanted: unknown explanted: unknown.

Manufacturer narrative:
Additional review determined the event was not life-threatening. Life-threatening was incorrectly check on the initial report.